Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that blood glucose levels were high after eating due to not being able to deliver a bolus. Customer's blood glucose reading was 457 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window.